Event description:
The customer reported that they experienced a power outage at the facility and that when the power was restored, two displays failed to recover. A spacelabs healthcare technical support representative attempted troubleshooting with the customer, however the issue could not be resolved. A spacelabs healthcare field service engineer (fse) was initially dispatched to assist the customer with troubleshooting the issue; however, the customer later confirmed that the issue had resolved on it's own and no longer needed assistance. While the issue resolved on it's own, the cause of the failure to recover could not determined.